Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that the patient's leads were not repositioned. The pain was at the ipg site not the lead site.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. (Patient weight is unknown) b3-date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model:3186, UDI: (B)(4), serial:(B)(6), batch: a000113045.

Event description:
It was reported that patient experienced ineffective therapy. Upon further inspection the physician wants to do a revision. Surgical intervention may take place to address the issue.